Event description:
It was reported the insulin pump was not working and customer has been experiencing unexplained high blood glucose of 478 mg/dl. The drive support cap appeared to be normal. Customer has stopped use of the device. No air bubbles of leaks noted. Manual prime was performed and insulin did exit. Settings were correct. Battery out and bad battery alarms were noted in the alarm history. Customer's spouse stated they did not have the tubing clamp and unable to perform high pressure test. Customer was advised to do a complete set change. Cannula was not bent or occluded. Customer's spouse requested the device to be replaced. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube and stained end cap sticker.